Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-1037. It was reported, the pt is experiencing an uncomfortable sensation of pins and needles at his ipg site. Additional info identified the pt is experiencing heating and pain at his ipg site. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Correction: 1627487-05242011-002-r, 1627487-07262012-002-r. This ipg serial number was included in a field advisory and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.